Event description:
The patient experienced reoccurring incontinence and had an additional cuff added to his artificial urinary sphincter (aus). Nothing was explanted. The patient status is fine after this surgery.